Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The polymer damage was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately calcified, 90% stenosed, 250mm-long lesion in the 7mm non-tortuous superficial femoral artery (sfa), an unspecified 6fr 26cm sheath advanced into the access site. A hi-torque (ht) command (lot number 6100771) 190cm guide wire (gw) was then advanced and the ostium of sfa was examined via advancement of an unspecified ivus catheter. The ht command gw was then withdrawn from the anatomy. With the support of an unspecified 4fr catheter, the lesion was crossed with a non-abbott 0.035 guide wire using a knuckle-wire technique; however, this non-abbott guide wire entered the pseudo lumen. Outside of patient anatomy, a non-abbott re-entry catheter was advanced without issue over the ht command gw to test compatibility prior to re-introduction of the ht command into the patient; however, during attempts to retract the non-abbott re-entry catheter over the ht command gw, the polymer coating of the gw became peeled. The ht command was not re-introduced into patient anatomy. A non-abbott guide wire was able to cross into the true lumen with aid of the non-abbott re-entry catheter. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.